Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant navion stent grafts were implanted in the endovascular treatment of a unknown size thoracic dissection. It was reported that during the index procedure, the vnmc3434c182tj device was placed just below left subclavian artery in zone 2. A large entry was made at the ostium under the collarbone and after the device (vnmf3434c174tj) was implanted, when an attempt was made to insert the coil into the left subclavian artery (lsa), the device moved to the false lumen when ballooning was being performed near the entry. When an attempt was made to perform occlusion the proximal region of the device moved into the vicinity of just below the collarbone. When angiogram was performed, the expected entry site could not be closed and a type ia endoleak occurred. Another device was implanted to the proximal region but the endoleak remained. Touch-up was performed in the proximal region and it dislodged slightly and the endoleak did not disappear. It was reported that in vnmc3131c90tj when angiogram was performed stent graft-induced new entry (sine) occurred from the distal edge. It was confirmed that additional treatment was performed to treat the ia endoleak and it subsequently resolved. As per the physician the cause of the first event was suspected to be ballooning. The cause of the sine event was suspected to be that the distal edge of the device was slightly oversized. No additional clinical sequelae were provided and the patient is fine.